Manufacturer narrative:
The original MDR 2517506-2017-00743 was filed for the same customer inquiry. Mdrs 2517506-2017-00741, 2517506-2017-00742, 2517506-2017-00744, 2517506-2017-00745, and 2517506-2017-00746 were also filed for the same customer inquiry. Additional information (22-feb-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, cardiac troponin (ctni) result. Hsc reviewed the data and the sample that was returned to siemens for evaluation. No product non-conformance was identified with the reagent or instrument. The sample was returned and testing was performed. The testing did not confirm the presence of a heterophile antibody however, due to the variable nature of heterophilic antibodies, heterophilic interference cannot be ruled out. The data from the testing is consistent with a sample specific interferent such as an immuncomplex, autoimmune antibody or heterophilic antibody. The root cause of the issue is unknown. The dimension vista ctni instructions for use (IFU) states in the limitations of procedure: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." No further evaluation of the device is required.

Manufacturer narrative:
MDR 2517506-2017-00741, MDR 2517506-2017-00742, MDR 2517506-2017-00744, MDR 2517506-2017-00745 and MDR 2517506-2017-00746 were also filed for the same customer inquiry. Siemens is investigating the incident.

Event description:
A discordant elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 1500 instrument. The result was reported to the physician and questioned. No corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant elevated ctni result.